Event description:
It was reported by the customer that a pyxis anesthesia es system biometric scanner delayed users from accessing medication during an emergency case. The patient was reported as becoming non-responsive and the rapid rescue treatment team intervened and that's when users experienced a 3-to-4-minute delay in accessing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the malfunction occurred due to biometric scanner software. A technical support specialist remoted into the station and repaired the application to resolve. The system functioned as intended.

Manufacturer narrative:
Section d4 - corrected primary unique device identifier (UDI).

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d5, d9, g6, h2, h4, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 08-dec-2021 to 08-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the bio ID scanner was delayed for multiple users. The technical support specialist dialed the station and found that the issue with bio ID misconfiguration. Repaired the application and configured to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system's biometric scanner delayed users from accessing medication during an emergency case. The patient was reported as becoming non-responsive and the rapid rescue treatment team intervened and that's when users experienced a 3-to-4-minute delay in accessing medication. There were no adverse events or injuries reported based on this incident.